Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no complications, and the patient is stable.

Manufacturer narrative:
The field event of premature depletion was confirmed.